Event description:
The pt experienced a shocking/jolting sensation while driving with the neurostimulator on. It was noted that she could "hardly fell her feet". Add'l info was requested.

Manufacturer narrative:
(B)(4)